Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following event of reported potential inaccuracy was unconfirmed as the readings were found as accurate. The root cause of the patient adverse event was due to mistreatment.

Event description:
The validity of pressure sensor readings were questioned by the site. The mean from the catheter and cardiomems matched, however the diastolic was different. The patient was treated to the diastolic however, the patient suffered an acute kidney injury and was admitted to the hospital. The patient was treated with fluids and then discharged.